Event description:
User states that while running qc, the analyzer developed a leak that appeared to have run out of the tube on top of the internal reservoir. The water was on the floor in the walkway. No pt samples were involved. No operators were harmed.

Manufacturer narrative:
The field service rep determined there was an internal reservoir float switch failure and replaced the float switch. He ran calibration and qc testing to verify the analyzer performance with all results within specification.